Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) on the right ventricular (rv) lead for oversensing with episodes of an inappropriate shock, high rate non-sustained episodes and sensing integrity counter (sic). A follow up with the patient¿s healthcare provider yielded that the patient underwent surgery with electrocautery and the physician did not apply a magnet over the ICD. The ICD detected the electrocautery noise and delivered inappropriate shock therapy to the patient. The ICD was interrogated to clear the alert. The ICD remains in use. No further patient complications have been reported as a result of this event.